Event description:
The report received from the affiliate indicated that approx. Twenty-months after the index procedure, the pt was admitted to the hospital the day after developing a fever and diarrhea. A diagnosis of gastroenteritis was made and the pt was discharged from the hospital. Late that night, the pt was found by his family to be suffering from cardiac arrest in the bathroom. The pt was re-admitted to the hospital emergently. Cardiopulmonary resuscitation was performed, however, the pt expired. At the time of this report, it was unk if a post mortem was performed. The physician's comment regarding the event was that he did not see the (patient's) ECG but the event was a possible acute myocardial infarction (ami). Coronary angiography was not done, but the cause of the thrombotic event and the relationship to the cypher stent cannot be denied.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the left main trunk (lmt). The lesion was reported to be: de novo, concentric, bifurcated, flexed, ostial, 15 mm length, 3.0 mm vessel diameter, and type b2. The lesion was not pre-dilated. A cypher 3.5 x 18 mm stent was implanted 16 atms for 10 sec via direct stenting. The stent was post-dilated using a kissing balloon technique (kbt): a 3.5 x 15 mm balloon at 12 atms for 8 sec in the lmt lesion and a 2.5 x 15 mm balloon at 12 atms for 8 sec in the circumflex. Ivus was not done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. An act was not measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. A report received from an affiliate indicated that a pt died after having a coronary artery stent implanted. The pt's medical history was significant for angina pectoris (ap), hypertension, lipid metabolism abnormality and family medical history of coronary artery disease (cad). The indication for the procedure is unk. The target vessel was the left main artery (lm). The lesion was ostial in the area of a bifurcation and de novo. The IFU cautions against using this product in the lm artery, ostium or lesion in the bifurcation area. The lesion was direct stented with a 3.5 mm x 18 mm cypher stent at 16 atms. The stent was then post-dilated with a 3.5 mm x 15 mm balloon at 12 atms in the lm trunk and a 2/5 mm x 15 mm balloon at 12 atms in the left circumflex artery. The residual percent of stenosis was 0% approximately seventeen months later, the pt had fever, diarrhea and gastritis, went to the hospital and was later discharged. "Late at night, the pt was found suffering cardiac arrest in the bathroom by his family." Cardiopulmonary resuscitation was performed but was not successful and the pt died. Physician's comment: the physician did not see the ECG, but this event was a possible ami. Cag was not conducted, but the cause of the thrombotic event and the relationship with cypher cannot be denied. The device remains implanted in the pt and is not available for inspection. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Thrombotic events are a known potential adverse event associated with implanting a coronary artery stent. Prolonged diarrhea and gastritis can deplete the level of potassium in the circulatory system and lead to cardiac arrest. Upon review of the available info, it is not possible to determine exactly what factors may have contributed to the reported event. There is no clear evidence to suggest that there is a design or mfg issue. Please note that this is the initial/final report for this product.